Manufacturer narrative:
The lens remains implanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
A female patient reported she is having issues with eye her after implantation of a zcb00 21.5 diopter intraocular lens (iol). Her vision is good but she reports per her doctor her immune system is fighting the lens and she is having ultra violet (uv) issues. She has pooling of blood and believes that her retina is detaching. Despite follow up attempts no further information has been provided.

Manufacturer narrative:
Device evaluation: the intraocular lens was not returned; nor was information received that the lens had been explanted. Therefore, a product investigation was not possible. The customer's reported event could not be confirmed. Manufacturing record review: a review of the manufacturing records was performed. There were no discrepancies found during the review. The documentation shows that the production order was manufactured according to specifications. There were no associated deviation or non-conformity reports found in the review related to the complaint. The units were released according specification in compliance with the product intended use as required. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the lenses. Based on the results of the investigation, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.